Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) and coronary sinus implantable lead exhibited non-capture in the left ventricle at 7.5 v. In addition, the patient experienced a ventricular tachycardia arrhythmia that was not treated, as the rhythm fell out of the ventricular fibrillation zone.